Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument elbow and wrist were moving erratically, and the surgeon could not control the motions. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port (sp) force bipolar instrument to perform failure analysis. Failure analysis was not replicated and not confirmed the customer complaint. The sp force bipolar instrument passed electrical continuity. The instrument passed the recognition and engagement tests. The instrument passed energy delivery with a full range of motion in all directions. The grips opened and closed properly. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. There was no physical damage to the distal wrist. The housing was removed for inspection and found to be undamaged. No product issue was identified.

Event description:
Refer to h11 for follow-up information.